Event description:
It was reported that the mx40 1.4 ghz smart hopping does not alarm audibly. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. During evaluation of the device, it was determined that the device was opened and modified/repaired outside the philips factory/repair bench. The front-end flex assembly from another device was installed in serial number (B)(6). Philips healthcare does not support 3rd party modification/repair of the mx40 patient wearable monitor. For this reason, the device has been returned unrepaired. As a result, the cause of the reported problem could not be established. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.